Manufacturer narrative:
(B) (4). The ge service rep found the c-arm cable needs to be replaced. The system operates as intended.

Event description:
The customer reported that the system displayed a generator error and a gib error. No pt injury was reported.